Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with cgm readings reaching 342 mg/dl and an associated device alert for high glucose and low insulin, after a recent supply change and use of infusion sites predominantly on the right side. Symptoms included no reported physical symptoms. Outcomes included impacted blood glucose requiring troubleshooting and a supply change, after which insulin delivery was resumed. Investigation included remote troubleshooting and education with guidance to replace the infusion set and related supplies and monitor glucose response. Investigation of this case revealed that the cause remained unclear, although a supply or insertion-site issue was suspected given the low insulin alert and improvement after changing supplies. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.